Event description:
The pt stated that, while changing the insulin cartridge on his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He stated about 3 units of insulin spilled into the cartridge compartment. The pt was able to detach the plunger from the piston rod. The pt was advised to dry out the infusion device with a cotton swab. The proper procedure for removing the cartridge from the infusion device was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.